Event description:
The customer reported "low ma" error message during a case. The problem occurred with pt on the table under anesthesia. The system worked after reboot.

Manufacturer narrative:
The service rep replaced the x-ray tue and performed checks according to the procedure. Operational check okay. The rep returned system to service.